Event description:
It was reported to philips that the images appeared to have sporadic black dots like noise. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.